Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml lot#: 73k2400841 for investigation. The serial number of the device is sn: (B)(6). The returned sample was visually examined without magnification. The trigger was returned unengaged, and the jaws were open. It was observed that there were no defects on the jaws. There were no other visual defects observed on the applier and the device appeared to be assembled correctly. The returned sample had no evidence of biological material present on the device. Upon functional inspection, the first clip fully loaded into the jaws and was able to latch with no issues. The trigger was engaged again and the second clip loaded into the jaws and latched properly. The trigger was engaged again and the third clip properly loaded into the jaws and latched with no issues. All remaining clips were able to load and latch with no issues, and no clips were observed to get stuck in the jaws or not open. The jaws were observed to fully open when loading the clips. No defects were observed on the jaws. No functional problem was found with the returned sample. It was concluded that the device functions in accordance with the IFU. The device was returned with 6 clips remaining in the channel, indicating 9 clips were fired by the end user. The IFU for this product was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." And that "if a clip does not load with the clip bosses nested in the jaws as shown (illustration 3), extracorporeally remove the clip from the jaws, and fully compress the trigger to reset the device. If three misloads occur, discard the device and replace with a new ae05ml." The sample was able to load and fire all the remaining clips correctly. The IFU states "mishandling of appliers may result in improper load and/or closure of the ligating clip." It was concluded that the device functions in accordance with the IFU. The reported complaint of "failure to function - info not provided" could not be confirmed based upon the sample received. The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned applier correct ly fired and latched the remaining clips. Upon functional testing, the jaws were observed to fully open to load the clips. No defects were observed on the jaws. Corrective action is not required at this time, as there were no functional issues found with the returned sample. The IFU states "mishandling of appliers may result in improper load and/or closure of the ligating clip." It was concluded that the device functions in accordance with the IFU. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned applier. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "when firing the clip, it was very stiff and difficult to handle". No patient harm or injury reported. The patient's status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when firing the clip, it was very stiff and difficult to handle". No patient harm or injury reported. The patient's status is reported as "fine".